Manufacturer narrative:
(B)(4). The field service representative (fsr) went onsite to evaluate the suspect device. The fsr reported only low exhaled tidal volumes were affected, due to a broken flow sensor. After replacing the suspect component, the issue was resolved. The fsr reported the unit meets service specifications and no part will be returned for further evaluation.

Event description:
The customer reported while using the vela ventilator; the unit started losing volume. The issue occurred during patient use; the customer reported the patient desaturated. The customer reported the patient was placed on a backup ventilator.